Event description:
It was reported that a pt underwent a sling procedure in 2009. During the procedure, when the release wire was pulled, the tape came out with the introducer. An obturator sling device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.